Event description:
A health care professional (hcp) reported that the biometry measurement and lens power calculation data of patient b was acquired in the profile of patient a using the iolmaster 700. The erroneous data was then used to implant a lens on patient a causing an incorrect surgical result. The hcp reported that a lens exchange had been performed to correct the patient's vision.